Event description:
The customer reported the system was displaying an overload fault. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and high voltage tank. System operates as intended. (B)(4).